Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 valve, the balloon did not inflate. The valve, delivery system and esheath were removed. New devices were used and a valve was successfully implanted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The balloon did not inflate during deployment and it could not be determined where the leakage came from. However, the balloon was observed to be ruptured once it was removed from the sheath. During device preparation, the delivery system was able to be successfully de-aired. There was no resistance during valve alignment.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No relevant imagery of the event was provided. During manufacturing process, the entire delivery system is visually inspected and tested several times. The inspections include a general inspection for s3 balloons, inspection of the crimp balloon molding process, inspection of the crimp balloon to inflation balloon laser bond process, balloon catheter laser bond prep, balloon please/fold/forming process, final inspection and flex catheter and balloon catheter leak testing. Additionally, the lot number undergoes a product verification testing as a requirement for lot release. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Lot history review revealed no similar complaints that related to ¿balloon - leakage¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (june 2017 to may 2018) revealed twenty-eight (28) other similar complaints with returned devices for the complaint code ¿balloon ¿ leakage¿. No manufacturing non-conformities were identified. A review of complaint history data for may 2018 revealed that the complaint occurrence rate exceeded the control limit for the trend category of ¿leakage¿. The edwards commander delivery system instructions for use and the training manuals were reviewed for instructions/guidance for preparation and use. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform additional visual, dimensional, and functional analysis. As a results, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformance which could have contributed to the complaint. Furthermore, a review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigation further supports that it is unlikely that the device left the manufacturing site with the reported damage on the delivery system, as the devices are 100% visually inspected and tested multiple times throughout the manufacturing process. Additionally, as reported, the device was successfully de-aired during pre-op, indicating that the device had no issue out of the box. It is likely that the balloon damage occurred during use. A review of complaint history suggests that the patient and/or procedural factors as following can possibly contribute to the reported events: excessive manipulation of the device during the delivery system insertion/ advancement or valve alignment as a result of vessel tortuosity may result in damage to the balloon or balloon catheter bonds. Calcification in the patient anatomy can also cause damages to the inflation balloon and/or crimp balloon. Performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening the balloon material near the inflation to crimp balloon bond. Subsequently, the balloon may be more prone to tearing or leakage. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Improper technique when removing the proximal balloon cover can cause damages to the balloon, making it more susceptible to leakage after insertion. Due the insufficient information being provided, a definitive root cause is unable to be determined. No manufacturing or IFU/labeling inadequacies were identified. A definitive root cause could not be determined at this time. A review of complaint history revealed that the occurrence rate for the ¿leakage¿ trend category exceeded the may 2018 control limit. Therefore, no corrective or preventive action is required.